Manufacturer narrative:
Two (2) attempts have been made to the reporter to acquire additional information and no additional information has been made available to date. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a routine microbiological culture was performed on the evis exera iii gastrointestinal videoscope. An unexpected contamination was detected. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, customer provided culture results, results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the light guide lens glue (2x) and the charged coupled device cover lens glue were discolored, and the bending section rubber glue was worn out. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The user provided their cds practices of the subject device where no detergent is used for pre-cleaning. The device is manually processed with an unknown model olympus cleaning brush, no disinfectant, and aniosyme x3 detergent. The device is processed in a etd4 automated endoscope reprocessor (aer) with "olympus" disinfectant. The device is stored in a edc+ drying cabinet. Olympus is the maintenance provider of the subject device.